Event description:
A 28 mm diameter x 3.75 cm length aneurx aortic extension cuff delivery system was inserted into a pt for the endovascular treatment abdominal aortic aneurysm. Aneurysm morphology is unknown. This pt was not a good surgical candidate. It was reported that the pt's aortic neck was short proximal and severely angulated (greater than 55 degrees). It was reported that a sheath was not used during the procedure. It was reported that after successfully deploying the aortic cuff (MFR 2953200-2005-01006) the aortic cuff slipped into the aneurysm sac. Then the physician attempted to deploy another aortic cuff in the same location and it resulted in the same outcome, the aortic cuff slipped into the aneurysm sac. The physician elected to convert the pt to surgical open repair. No sequelae were reported and the pt is reported to be fine.